Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 375 mg/dl and 170 mg/dl. Customer says that she has 2 containers of strips of the same lot, and is unsure which vial was used to obtain the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.